Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic for a routine check. The device failed to interrogate multiple times. The device was explanted and replaced due to premature battery depletion. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. With an external battery supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the battery depletion.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-02551 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).